Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope had a crack at the tip (hole in rubber). Upon inspection and testing of the returned device, it was discovered the adhesive had peeled off the objective lens. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration or breakage of the adhesive found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the video connector was broken and the adhesive part of the objective lens had peeled off. In addition, it was noted, it was no longer watertight due bending section holes, the bending angle was insufficient due to the elongation of the angle wire and the bending section adhesive was missing. There were also scratches on the operation part, grip, up/ down plate, right/ left plate and cover. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. Olympus will continue to monitor field performance for this device.